Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts. Two pictures attached and received. Picture one revealed water air stuck in the pilot balloon. Picture two in original package from p/n 67p050 l/n 4005585. Samples received from p/n 67p050 l/n 3779191 and l/n 4005585 in used conditions. During testing when the samples were inflated with air, the cuff only inflated one side. According to the IFU (10018853-001 rev.100 - IFU - pedi/neo tts (pnt)) we manipulated the pilot balloon and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely, cuff sees asymmetrical in sample 2. Additional samples were measure per air cuff symmetry test according to mp bivona tt-tj130 rev. 102 ? "Leak test" and av-10006853 rev. 101 - leak testing and cuff symmetry visual aid. Cuff symmetry fixture was used ((B)(4) due:02/2022) and rule ((B)(4) due: 10/22) results: when measuring the cuffs, the percentage for the symmetry was for sample 1: 41.02%, sample 2: 37.83%. These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed.

Event description:
Investigation completed on smiths medical tracheostomy/silicone - bivona tubes neo/ped tts cuff not inflating. No patient injury reported.